Manufacturer narrative:
Subject is not available.

Event description:
It was reported that after stent-assisted coil embolization of an aneurysm located on the acoma (anterior communicating) artery, the operator first half-deployed the stent (subject device) across the neck of the aneurysm to assist with the coiling. When the aneurysm was filled with coils, the operator deployed the stent completely. Then the operator decided to withdraw the delivery wire but it was unable to move. The operator decided to withdraw the stent delivery wire and catheter together. And the stent delivery wire stretched and broke. The tip of the delivery wire was left in the stent (subject device). During dsa (digital subtraction angiography), it was noticed that the blood flow of distal acoma was reduced and became occluded. In the right aca (anterior cerebral artery), the blood flow was reduced leading to corresponding brain function missing. The procedure was interrupted. Platelet aggregation inhibitors medication was administered and the patient was later treated in ICU (intensive care unit). The patient continued to receive anticoagulant therapy.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned with a non-stryker microcatheter. The non-stryker microcatheter was flushed and a patency mandrel was advanced through the shaft. There was no device contained within the catheter lumen. Visual examination of the returned device revealed that the stent delivery wire was kinked, deformed, and broken. The device was confirmed to be in good condition prior to use. The information provided indicates that the stent was partially deployed, coil embolization was performed and then the stent was fully deployed after coiling. As per the dfu the stent should be fully deployed and the sdw removed prior to coiling. "19. If stent positioning is satisfactory, carefully retract the microcatheter in a continuous movement, while maintaining the position of the stent delivery wire to allow the stent to deploy across the neck of the aneurysm. The stent¿s distal markers will expand as it exits the microcatheter. Confirm deployed stent position. 20. Prior to removing the stent delivery wire, position the microcatheter distal to the stent to maintain access through the stent. Remove and discard the neuroform ez stent system." It is likely that this contributed to the reported difficulties removing the stent delivery wire (sdw). The investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. Therefore, an assignable cause of user error has been assigned to this event.

Event description:
It was reported that after stent-assisted coil embolization of an aneurysm located on the acoma (anterior communicating) artery, the operator first half-deployed the stent (subject device) across the neck of the aneurysm to assist with the coiling. When the aneurysm was filled with coils, the operator deployed the stent completely. Then the operator decided to withdraw the delivery wire but it was unable to move. The operator decided to withdraw the stent delivery wire and catheter together. And the stent delivery wire stretched and broke. The tip of the delivery wire was left in the stent (subject device). During dsa (digital subtraction angiography), it was noticed that the blood flow of distal acoma was reduced and became occluded. In the right aca (anterior cerebral artery), the blood flow was reduced leading to corresponding brain function missing. The procedure was interrupted. Platelet aggregation inhibitors medication was administered and the patient was later treated in ICU (intensive care unit). The patient continued to receive anticoagulant therapy.